Event description:
The customer reported that the ortho provue misread a sample barcode ID number. Sample misidentification may lead to the reporting of erroneous test results.

Manufacturer narrative:
Ocd customer technical services (cts) performed troubleshooting with the customer and determined that the sample label appeared faded. This may have lead to poor quality barcode label printings. The customer reprinted the labels using a different label printer and the provue correctly read the sample barcode. The customer was to repair the label printer to resolve the issue. This customer has not logged any complaints against this instrument since this incident. Incident appears to be isolated. (B) (4).